Event description:
It was reported that bd vacutainer® serum blood collection tubes is decapping cause tubes to leak blood. The following information was provided by the initial reporter: customer states vacutainers are decapping.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum blood collection tubes is depcapping cause tubes to leak blood. The following information was provided by the initial reporter: "customer states vacutainers are decapping."

Manufacturer narrative:
After review MFR report #1024879-2022-00466 was submitted in error. This MDR is to be considered canceled as a duplicate of MFR# 1024879-2022-00460.